Manufacturer narrative:
Concomitant medical product: evolutpro-29-us transcatheter valve, implanted: (B)(6) 2018, 439888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) pocket had eroded and was infected. The system was removed, the patient was treated with antibiotics, and the patient was paced externally until a new system could be implanted no further patient complications have been reported as a result of this event.